Manufacturer narrative:
Result - top rail. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the top left rail was broken. It is unk if there was pt involvement or if there were adverse consequences to report.